Event description:
A (B)(6) male patient contacted zoll customer support to report that his device alarmed then displayed a message that there may be a problem customer support reviewed the patient's download which revealed a service code 107 and abnormal shutdown flags. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 107/abnormal shutdown) has been confirmed. Upon evaluation, the monitor was resetting, due to the abnormal shutdowns. The cause of the abnormal shutdowns was due to corrupted programming. The root cause of the corrupted programming cannot be positively identified. No adverse event resulted from the corrupted programming. The patient received a replacement monitor.